Manufacturer narrative:
(B)(4). The reported patient effect(s) of angina, thrombosis and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: the patient's anti-platelet medication was adjusted (clopidogrel from 25 mg/day to 50 mg/day) and after two weeks the patient's condition improved and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Therapy date estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 3.0x15 device, is filed under a separate medwatch manufacturer report reference number.

Event description:
(B)(6) hosp data. It was reported that on (B)(6) 2014 the patient was admitted for chest pain. On (B)(6) 2014, two xience xpedition stents (3.0 x 23, 3.0 x 15 mm) were implanted in the mid left circumflex artery that was 80% stenosed. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, an investigator conducted a 3-year follow-up visit. The patient was re-hospitalized on an unknown day in (B)(6) of 2017 due to chest pain. A computed tomography (CT) was performed and it was stated it was not clear whether it was thrombosis or stenosis. The patient's medication was adjusted and after two weeks the patient's condition improved and was discharged. No additional information was provided.